Manufacturer narrative:
Result: known inherent risk of procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the source of the infection and the interval between the pvr procedure and the first occurrence of endocarditis cannot be confirmed. The sapien xt valve was explanted post implant due to presence of leaflet vegetations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: vollroth m, daehnert I, kostelka m, wagner r (2015). European journal of cardio-thoracic surgery (2015) eur j cardiothorac surg 2015; doi:10.1093/ejcts/ezv332.

Event description:
As reported by our edwards (B)(4) affiliate, per article "first case of blood-culture proven staphylococcus aureus endocarditis of a sapien xt valve after percutaneous pulmonary valve implantation", a severely diseased sapien xt valve, implanted in the pulmonic valve, was explanted and a pulmonary conduit was implanted.

Event description:
As reported by our edwards (B)(4) affiliate, per article "first case of blood-culture proven staphylococcus aureus endocarditis of a sapien xt valve after percutaneous pulmonary valve implantation," a severely diseased sapien xt valve, implanted in the pulmonic valve, was explanted and a pulmonary conduit was implanted. A 29mm sapien xt valve was deployed in the pulmonary position via the transfemoral approach. Approximately 6 months post procedure, the patient presented with fever, cough, fatigue, tachycardia and pulmonary infiltrates. Staphylococcus aureus was observed in multiple blood cultures; however, no event or localization of entry was found. Vegetations were observed by tte on the sapien xt valve and on the main pulmonary artery. The sapien xt valve was explanted due to the ongoing infection despite antibiotic treatment. Post valve explantation, the patient recovered to full health.